Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having pain from the thigh down the leg and called technical support who offered to troubleshoot with the patient's programmer, but the patient reported the issue was not with the stimulator. However, a company representative contacted the patient and reported the patient's ipg seemed to be inoperable. Surgical intervention may be taken to replace the patient's ipg.